Manufacturer narrative:
The device was received for evaluation. The balloon was noted to be returned with a large linear tear. The inflation plug and close-pitch coils were not enclosed within the polyimide. The de-airing channel and purge hole were present, and in the correct position based on the investigation and provided information, the complaint can be confirmed. The device exhibits evidence of overinflation of the balloon material. The instructions for use (IFU) warns, "do not exceed the maximum recommended inflation volume as balloon rupture may occur."

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that the balloon "broke" during the inflation. The balloon was replaced with a new scepter c balloon. There was no reported patient injury. The patient is reported to be "fine."